Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that he autoclavable camera head was malfunctioning. The malfunction was identified during service and maintenance activities. No patients were involved.